Event description:
The customer reported a bad iris pot at boot. The system rebooted and was functioning at time of call.

Manufacturer narrative:
The system was tested, found to be operating as intended, and released to the customer for use.